Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing. Ten ventricular nonsustained tachycardia episodes of less than 203 ms average ventricular cycle occurred on (B)(6) 2011. Two ventricular fibrillation episodes of less than 180 ms occurred on (B)(6) 2011. Analysis also revealed interference/noise. Ventricular short interval count (v-sic) of 655.1 counts avg/day, occurred in 5.00 days, between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the patient received inappropriate shocks due to lead noise oversensing and there was an apparent lead fracture and a conductor issue at the first rib/clavicle portion of the lead. The lead was removed and another was implanted. No further patient complications have been reported as a result of this event.